Event description:
On 03-jul-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka) and hospitalization after discontinuing use of the ilet. The user received hospital treatment and was discharged. The user recovered and planned to resume ilet use after additional training.

Manufacturer narrative:
The user experienced hyperglycemia resulting in dka and hospitalization while not using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospitalization. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data did not demonstrate hyperglycemia during the reported timeframe, which is consistent with the user being disconnected from the device. The user reported intentionally removing the infusion set prior to hospitalization and did not receive alternative insulin therapy, resulting in interruption of insulin delivery. Based on available information, the event was attributed to non-device-related therapy management factors, specifically discontinuation of insulin delivery without initiating backup therapy, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.